Manufacturer narrative:
The customer reported condition of ¿accuracy¿ could not be confirmed or replicated during the investigation and testing. A delivery accuracy test was carried out on the returned device per technical service manual (tsm). No probable cause was found as the complaint was not duplicated, the device passed all functional testing.

Manufacturer narrative:
The device has been received for evaluation, but investigation is not yet complete.

Event description:
The event involved a plum xld. During preventative maintenance, the device allegedly showed an accuracy issue. There was no patient involvement, and no adverse outcome was reported as a consequence of this event. No other information is available.